Event description:
It was reported that the xceed stent was advanced and deployed successfully. Upon removal of the stent, the hypotube separated from the catheter. No intervention was required, and there were no patient effects. No additional information is available.

Manufacturer narrative:
Evaluation summary: there was no damage or defect detected with the returned device that could give evidence to the report breakage of the hypo-tube. The catheter tip, inner core or sheath, were all normal for a deployed unit. The root cause for the reported hypo-tube (internal components) separation is undetermined. No malfunction was detected. Review of the history record (DHR) for this device did not produce any findings relevant to this complaint.